Manufacturer narrative:
No patient injury was involved. The device was evaluated and technician was not able to replicate the reported issue. Due to the site reporting the device releasing radiation after trigger was released, this event is an aro (accidental radiation occurrence) and therefore reportable.

Event description:
It was reported that the device continued to release radiation after the trigger was released.